Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl with a trace to moderate level of ketones and the cause was not known. A bolus via insulin injections to address the bg level. However, the bg level remained high (287 mg/dl). The customer's speech was slurred. The customer was dizzy and had fallen. There was no injury. The customer's spouse had to assisted. The customer did not think the pump was delivering insulin. The pump history showed 2 empty cartridge alarms due to the insulin running out from normal use and the spouse assisted with changing the cartridge. A pump system check was performed and no device issues were observed. The customer disagreed with the findings. Although multiple attempts were made, the customer did not reply to tandem's training manager's offer to assist the customer.